Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 04/08/2015; belt 10/11/2017.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems was called and performed CPR. Review of the patient's download data indicates the patient received three inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The patient was in sinus rhythm at 70 bpm with pvc's at 12:13:39 on (B)(6) 2021. The patient's rhythm degraded to asystole with motion artifact at 12:18:25. The patient's rhythm returned to an idioventricular rhythm at 40 bpm with pvc's at 12:19:15. The patient's rhythm then degraded to asystole with CPR/motion artifact. The patient's rhythm returned to an idioventricular rhythm at 60 bpm at approximately 12:20:29 before slowing to 10 bpm with CPR/motion artifact. The patient received the first inappropriate shock at 12:21:38. The patient's rhythm at the time of the shock and post-shock rhythm were asystole. The patient received the second inappropriate shock at 12:22:04. The patient's rhythm at the time of the shock was asystole. The patient's post-shock rhythm was asystole with motion artifact. The patient received the third inappropriate shock at 12:23:31. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with CPR/motion artifact. The patient was in asystole at the time of the device shutdown at 12:23:47.